Event description:
It was reported that during the implant position, the left ventricular (lv) lead fixation was unstable as the lateral wall vein was thick and the lv lead was thin. Lv lead migration was noted. The lv lead was not used and a different lead was implanted which increased the stability of the lead fixation. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.